Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there an over infusion. The secondary infusion was set to infuse in 60 minutes; however, it was completed within 30 minutes. There was patient involvement, but no harm. Through due diligence, further information was provided. Decitabine (35mg) secondary infusion was initiated via basic programming at 10:30 with at a rate of 64ml/hr over sixty (60) minutes. At 11:00 the secondary bag was noted to be empty and fluid was pulling from the primary bag. Correct rate and volume verified on the pump. Of note, even when the alaris pump was programmed to be paused, it continued to pull fluid from the primary bag. Upon initial inspection of device by customer biomedical engineer, it was noted the platen hinge spring assembly was damaged.

Event description:
It was reported there an over infusion. The secondary infusion was set to infuse in 60 minutes; however, it was completed within 30 minutes. There was patient involvement, but no harm. Through due diligence, further information was provided. Decitabine (35mg) secondary infusion was initiated via basic programming at 10:30 with at a rate of 64ml/hr over sixty (60) minutes. At 11:00 the secondary bag was noted to be empty and fluid was pulling from the primary bag. Correct rate and volume verified on the pump. Of note, even when the alaris pump was programmed to be paused, it continued to pull fluid from the primary bag. Upon initial inspection of device by customer biomedical engineer, it was noted the platen hinge spring assembly was damaged.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of an over infusion of decitabine was not confirmed through log analysis, as no anomalies were observed in the programming or infusion records. However, the event was replicated during laboratory testing, confirming a mechanical malfunction in the pump module. Unregulated flow testing was initially performed on the suspect pump module as received. A malfunction was confirmed when the device continued to infuse during IV set priming despite being programmed to pause. Following the replacement of the platen assembly with a known good component, the device passed all five unregulated flow trials within specification. Timed rate accuracy testing confirmed that the pump module was infusing within the specified parameters. Occluder spring testing was performed. No issues were observed, and all tests passed, indicating the occluders and springs were functioning as intended. The external inspection of the suspect pump module identified a broken platen post. Internal inspection revealed no anomalies, and the bezel assembly was dated oct2017, indicating the part is over eight (8) years old and not recall affected. All inspected components were confirmed to be manufactured by bd. The logs from both the pcu and pump module were retrieved to assess the reported over infusion event. According to the facility, the incident occurred on 27aug2025 at 11:00 am. The pump module was programmed for a secondary infusion at 64ml/hr with a vtbi of 64ml. A review of the pcu error log did not reveal any errors, and the infusion records were consistent with expected programming. Between 10:30 am and 11:16 am, multiple key presses were recorded, including several false pause commands. The final secondary volume infused (svi) was 27.041ml. It was not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid was within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. The bd alaris user manual v9.33 with guardrails, troubleshooting and maintenance guide provides the following information: ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door.¿ user manual ¿ the roller clamp should be closed prior to the set being removed from the pump module or opening the pump module door. These steps should be taken to prevent free flow events. Verify correct primary and secondary infusion parameters prior to starting the infusions. Inspection and testing of the incident administration sets could not be performed since the incident administration sets were not returned for investigation. There was patient involvement, but no harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: suspect pump module s/n: 15141550 (w/o: 02111125) the device was opened for investigation, please re-torque all screws. Please replace the platen assembly and the left (female) iui connector. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the facility. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the probable cause of the reported over infusion of decitabine was determined to be a broken platen post on the suspect pump module. This mechanical failure allowed fluid to continue infusing despite the device being programmed to pause, as confirmed during laboratory testing. The damage to the platen may be consistent with mechanical stress, potentially resulting from improper handling or external force applied to the door assembly. Note that this report lists imdrf annex a0401, g02017, c23, d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.